Manufacturer narrative:
Bayer case number: (B)(4) essure local effects [injury nos], releasing heavy metal [heavy metal abnormal] , ear, nose and throat (ent) type adverse effects [ear, nose and throat disorder] . Case narrative: this spontaneous case was reported by a pharmacist and describes the occurrence of injury ("essure local effects") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced injury (seriousness criterion medically important) and ear, nose and throat disorder ("ear, nose and throat (ent) type adverse effects") and was found to have heavy metal abnormal ("releasing heavy metal"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy metal abnormal, injury or ear, nose and throat disorder. The reporter commented: the hospital pharmacist reports the case of a female patient (initials unknown, female, age unknown) who has had an essure implant for 10 to 15 years and who suspects it of releasing heavy metals following ear, nose and throat (ent)-type adverse effects and local effects. He indicates that he does not have more information on the patient and on the adverse effects because he is waiting for the patient's file. He wants to know if there is a way to measure the heavy metals released by the implant by means of a blood test., he would like someone to get back to him on this matter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-jan-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) essure local effects [injury nos] releasing heavy metal [heavy metal abnormal] ear, nose and throat (ent) type adverse effects [ear, nose and throat disorder] case narrative: this spontaneous case was reported by a pharmacist and describes the occurrence of injury ("essure local effects") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced injury (seriousness criterion medically important) and ear, nose and throat disorder ("ear, nose and throat (ent) type adverse effects") and was found to have heavy metal abnormal ("releasing heavy metal"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy metal abnormal, injury or ear, nose and throat disorder. The reporter commented: the hospital pharmacist reports the case of a female patient (initials unknown, female, age unknown) who has had an essure implant for 10 to 15 years and who suspects it of releasing heavy metals following ear, nose and throat (ent)-type adverse effects and local effects. He indicates that he does not have more information on the patient and on the adverse effects because he is waiting for the patient's file. He wants to know if there is a way to measure the heavy metals released by the implant by means of a blood test, he would like someone to get back to him on this matter. Quality-safety evaluation of ptc: for essure: a ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. The most recent follow-up information incorporated above includes data received on: 06-jan-2026: quality safety evaluation of product technical complaint. Internal correction - new serious event essure local effects with pt injury added, coding of event "releasing heavy metal" is updated to heavy metal abnormal from heavy metal poisoning. Case is upgraded to serious incident from non-serious incident. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.